Manufacturer narrative:
The user facility performed the repair of the device.

Event description:
It was alleged that the side rail dropped quickly when being lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the side rail dropped quickly when being lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.